Manufacturer narrative:
The reported oad was received for analysis along with the guide wire utilized during the event. Visual analysis of the device found that a stent was wrapped around the driveshaft and crown. Adhered biological material was also observed. The driveshaft and crown did not exhibit any damage that would have contributed to the adhesion of the stent material. The instructions for use for the reported device states "use of the oas is contraindicated if the target lesion is within a bypass graft or stent." At the conclusion of the device analysis investigation, it was unable to be confirmed if the reported events of the device stalling and becoming stuck were related to the device becoming attached to the stent. The analysis of the guide wire is reported in 3004742232-2018-00357. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
Related MDR reference number - 3004742232-2018-00357. While treating a heavily calcified lesion in the left anterior descending artery (lad), the oad stalled during the second pass through the lesion and became stuck. The device, guide wire and sheath were removed from the patient and the lesion was re-wired to complete the procedure. Following the procedure, the patient was stable but presented with a retroperitoneal bleed at the access site. It was later reported to csi via medwatch (B)(4) that prior to the procedure the patient had presented to the emergency room with chest pain and was admitted for left heart catheterization. During use, the device was making an unusual sound. During analysis of the reported device, a stent was found to be wrapped around the device crown. Per additional follow up, it was unknown by csi or hospital staff that a stent was removed at the time of the event. The patient was in stable condition the day following the procedure and there have been no post-procedure patient complications reported.